Event description:
It was reported that the patient was being evaluated when it was discovered that the device was pacing at vvi 65 mode. An interrogation showed that the device experienced a power on reset. The device was programmed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4). The actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted the device status monitoring power on reset (por) parameters partial electrical reset. Critical ram parity error logged on (B)(4) 2012. Por severity is considered low as device should be able to recover fully after reset.